Event description:
It was reported that (1) tsw35 devices was used during a laparoscopic donor nephrectomy procedure. It was reported by the rep that the surgeon fired a staple across the renal artery. Bleeding and pumping was seen from the staple line. The surgeon fired a competitor's stapler across to create a hemostasis. It is unknown how the case was completed.